Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received several shocks after a routine x-ray study. There was no capture and noise oversensing was noted. It was believed that the lead must have become dislodged shortly after the x-ray leading to several inappropriate shocks. The lead was repositioned successfully without adverse consequences to the patient. The patient was reported to be in good condition.